Event description:
Dentist reported to 3m espe on (B)(6) 2014, that during an implant placement procedure, a surgical drill fractured and the tip, which was embedded in the bone, required surgical removal. This situation occurred during the placement of four dental implants on (B)(6) 2013. It was not reported when, during the drilling procedure, the tip fractured (first, second, third or fourth use) and it was not reported whether this was a new drill or a re-use of a sterilized drill. The patient, a (B)(6) male with type I bone, is reported as being fine.

Manufacturer narrative:
.